Event description:
It was reported that surgeon found a small, thread-like foreign particle coming from the pcb00 intraocular lens (iol). No patient issues were caused and the two small, black strands were removed using rhexis forcep and retained. It was indicated that the lens was intact with no scratch and no damage which was positioned exactly inside the chamber as any lenses are and implanted without any problems. Antibiotic was given same amount as they always do and no change in immediate post-op care. It was confirmed that the foreign material was introduced into the eye and that the lens remains implanted without any issues. The account is convinced that the foreign particle came out from the injector with the lens. No additional interventions were required, patient outcome is good. No additional information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: lens remains implanted, therefor not explanted initial reporter first name: unknown/ not provided. (B)(6). The particle is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.